Manufacturer narrative:
(B)(4). The implanted construct has not been removed to date. The patient was noted to have a non-union condition and was advised to have a revision surgery. No direct evaluation of this device has been possible. Similar reported events are uncommon. In the event the construct becomes available for evaluation, any subsequent relevant information will be reported. Review of labeling includes the following; "internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
Initial surgery to implant a halo plate occurred in (B)(6) 2010. Follow-up visit on (B)(6) 2010 noted a minor degree of screw loosening. The subsequent evaluation on (B)(6) 2011 noted the screw loosening had not increased. The patient reportedly continued to have some degree of non-debilitating back pain. One year evaluation noted a pseudarthrosis condition present and revision surgery was recommended to include placement of posterior fixation. At the two-year evaluation, it was strongly recommended that the revision surgery be performed.